Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported aneurysm and angina are known adverse events listed in the vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
The following event was noted through a periodic article review. The patient underwent uncomplicated stenting for treatment of chronic stable angina. A 3 x 15 multilink vision stent was implanted in the left anterior descending artery (lad). A non-abbott stent and a 3 x 23 xience v drug eluting stent were implanted in the right coronary artery (rca) with excellent results in the target vessels. Repeat coronary angiogram 6 months post procedure for atypical chest pain demonstrated coronary artery aneurysm within the segments stented with the bare-metal stents in both arteries, confirmed on intravascular ultrasound. The rca segment stented with the xience v stent was free of aneurysm. The patient was treated conservatively with life-long dual antiplatelet therapy to avoid compromising flow in branches arising from the aneurysmal segment. Repeat angiogram shows a partial regression of the aneurysms. No additional information was provided.